Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the mcs instrument (pn 470179-19/lot # n1200504 0453) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0141. The instrument had 3 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was reportedly damaged with no evidence or claim of user mishandling/misuse. There was no report of arcing seen during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information is not available. Device manufacture date is blank because there was insufficient product information available to determine the manufacture date. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a defect found in the insulation layer above the monopolar curved scissor (mcs) protection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional details about the event: the issue was observed at the end of the surgery. The customer noted that there was no arcing issue or similar critical occurrences with the instrument. The instrument was used together with a curved bipolar and a prograsp forceps in the normal setting. Reportedly, a collision may have occurred, but the customer could not answer with certainty. The surgery was completed without any harm to the patient.

Manufacturer narrative:
4310/ 61- intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasion. The tube extension scratch marks measured roughly 0.022¿ x 0.118¿. The root cause of this failure is attributed to mishandling. Isi followed up with the customer on 7-jan-2021 and obtained the following additional details about the event: the scratch on the mcs instrument was above the orange area.